Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug (asked, unk n/a at asked, unk n/a) via an implantable pump for unknown indications for use. It was reported that he got a message from the healthcare provider (hcp) stating that the patient had a refill yesterday and the expected reservoir volume (erv) was 2 ml, and the actual reservoir volume (arv) was 40 ml. The company representative (rep) stated that the pump was checked and there were no alarm logs. Discussed imaging and cap dye study.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that cause of the volume discrepancy was unknown. Troubleshooting was not performed but the patient was managed by oral medication. Outcome: the issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.